Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands were stuck, and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on january 18, 2025. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted the device was returned with the ligator housing with six bands attached to it, one of them was broken, the ligator housing teeth were bent and the handle has the evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It is possible that this problem when trying to deploy the bands, might be related with the technique used by the physician or the way the device was being handled. Factors such as the device's placement or the tortuosity encountered during the procedure could have affected the functionality of the handle, and this made the bands unable to be deployed. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, also affecting the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands were stuck, and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 18, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands were stuck and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 18, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H2 (additional information): a1, b5, and e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on january 18, 2025.